Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "thickened full implant shell dissolution. Capsular contracture" of baker grade iii, and "asymmetry." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases, red particles material were found on the shell, the device was broken shell, and missing shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified two openings, a smooth crease, broken crease smooth, and wear abrasion. Based on the device analysis the final assessment is: two openings, crease smooth assessed as fold flaw opening. A broken crease, smooth assessed as fold flaw opening. Missing shell was assessed as inconclusive.

Event description:
Health professional reported right side "thickened full implant shell dissolution. Capsular contracture" of baker grade iii, and "asymmetry." Device has been explanted.